Event description:
The manufacturer was contacted regarding a ds2adv auto CPAP w/humid+ht cell/bt device. The user alleges that the device fills up with water and has been putting water into his lungs, waking him up with a dry mouth. The user was seen by a physician, who diagnosed the user with water in his lungs and prescribed him medication (antibiotic and water pill) for the issue. Per the pms clinical expert, the reported harm is assessed as being un related to the device and did not cause or contribute to a serious injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.